Event description:
A file separated in the canal during a procedure. The canal was partially filled with the separated piece in place. No further treatment is planned, though the doctor is monitoring the patient.